Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter thoracic aortic aneurysm. The proximal thoracic was 34.2 mm in diameter. The distal thoracic was 37 to 38 mm in diameter. The right and left access vessels were 7.4 and 7 mm in diameter. Pre-operatively a csf drain was placed. It was reported that the vamf4040c200tu was implanted proximally beginning at the subclavian artery. The vamc4444b100tu distal extension was to be implanted proximal to the celiac; however, when attempting to remove the delivery system the tip capture and nose cone caught in the distal bare springs and it came unwound; also causing the device to move and was inaccurately delivered, covering the celiac artery. A vamc4242c150tu was used to reline the stent graft. Post procedure the patient had an MRI, because the patient had paresis. The patient had pre-operatively had lung issues. Post procedure the patient is having paralysis/tingling in the leg. It was reported that approximately 15 days post index procedure the patient expired. The physician believes that the patient expired due to a stroke. The review of single returned angiogram image shows that the most distal 2-3 stent rings of the distal stent graft are acutely displaced and possibly kinked/infolded. The cause of this event could not be determined.

Manufacturer narrative:
(B)(4). Methods: film. Results: death, paralysis. Unknown cause. Conclusion: unknown cause.